Event description:
It was reported that a device leak and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was selected to be used on (B)(6) 2026. During the procedure the closure device was implanted with no leaks, passed the tug test, well positioned and sufficient compression. The patient was discharged. During a routine 45-day follow up transesophageal echocardiography (tee), the physician and implanting electrophysiologist noted that the closure device had shifted and a leak developed. No imaging has been retrieved yet and no further information was provided at the time of this report.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0037489619. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift. Risk review: a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a device leak and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was selected to be used on (B)(6) 2026. During the procedure the closure device was implanted with no leaks, passed the tug test, well positioned and sufficient compression. The patient was discharged. During a routine 45-day follow up transesophageal echocardiography (tee), the physician and implanting electrophysiologist noted that the closure device had shifted and a leak developed. No imaging has been retrieved yet and no further information was provided at the time of this report.